Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted technical services (ts) on (B)(4) 2015 to report that this device was generating beeping tones. Ts discussed the possible causes for the device to generate tones. The device was interrogated and a "high impedance (greater than 400 ohms)" warning message was displayed. A manual impedance test was performed and a greater than 400 ohms was again recorded. According to the patient, the device started generating beeping tones on (B)(6)2015. The local representative was informed tha a connection or electrode issue may have occurred. Ts discussed delivery of a 10 joule shock versus a pocket revision procedure to check the terminal pin-header port connection. The device recorded an impedance measurement of 68 ohms during dft testing (65 joules) at the time of the implant procedure. There has been no untreated or treated episodes. Tachycardia therapy was temporarily programmed off per the physician's order. An x-ray was performed that when reviewed indicated a possible under insertion of the electrode connector tip. Stored data was uploaded and reviewed by in-house engineering. It was determined that the weekly impedance went out-of-range (oor) shortly after implant. Boston scientific received information that the patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2015 and a pocket revision procedure was completed. The pocket was opened and visual inspection found that the connector tip was 1mm away from the end of the header. The physician performed a tug test and was unable to remove the electrode from the header port. The set screw was loosened and the terminal pin of the electrode was fully inserted. A 10 joule manual shock was delivered and the shock impedance was within normal range (70 ohms).

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this patient was presented to the clinic for a scheduled device check in early-(B)(6) 2015. The device was interrogated and a bd alert was displayed. Boston scientific's technical services (ts) was contacted and the ts consultant commented that the bd alert was most likely from the 10 joules safety shock that was performed during the header revision procedure. There was no proximal high energy (greater than 40 joules) charge; therefore, the alert may have unintendedly set the bd alert. The local representative was planning to upload date for in-house engineering review. The clinic is discussing with the patient about enrolling in latitude for monitoring purposes. Data was received and analysis found that the bd alert was observed to be an unintended alert for this patient triggered by a relatively lengthy duration of telemetry and 10 joule charge. The device initiated error tones and error display messages in response to the condition. This alert resets following the acknowledgement of the error condition, and the patient's device should no longer annunciate, unless the criteria were re-triggered in the future. The device status is normal and the device charge times are normal. All of the impedance data with the session activity were normal and consistent. The weekly check that was performed ambulatory following the procedure was also nicely within range. The prior impedance observation appears to have been successfully resolved.